Manufacturer narrative:
All available information for conducting this investigation was provided and no follow-up attempts will be performed.

Event description:
It was reported that the patient had a driveline fault on (B)(6) 2026. The patient's driveline had rescue tape distally for about 6-8 inches. Log files were submitted for review and captured two driveline faults on (B)(6) 2026. These occurred when power/current were elevated and the phase data has returned to normal. It was noted that the patient has not had a driveline repair in the past. The patient followed up on (B)(6) 2026 for close monitoring due to driveline fault. The log files captured no unusual events in the log files event history and confirmed no driveline faults. There were low power events which were due to normal battery depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The site was concerned that there was a power/flow spike on the day of the driveline fault. The patient followed up in 2 weeks, and the site reported an isolated power spike. Lactate dehydrogenase was stable, and the patient was without heart failure symptoms, they felt well. It was again noted that the driveline was rescue taped about halfway from another hospital, with no history of a driveline repair. The most proximal dl outer covering was "wrinkling" but on palpation felt intact underneath. There was a plan for over penetrated kub and external driveline images.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms on 08jan2026 were confirmed via analysis of the submitted log file. Driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The reported superficial driveline damage to the outer layer of the driveline was confirmed via the submitted photos. Review of the log files captured driveline fault alarms on 08jan2026. The driveline fault appeared to be associated with one of the phases of the wires having higher power values compared to the other two phases. No other notable events or alarms were captured. The pump operated above the low-speed limit throughout the entirety of the log files. Review of the submitted external driveline images showed rescue tape along the majority of the driveline as well as twisting of the driveline outer jacket. Review of the submitted x-ray photos of the driveline did not reveal any notable areas of shield breakdown. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including driveline faults, as well as how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs users to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.